Event description:
It was reported that, "the pt was experiencing pain in the groin area. The surgeon believed that the acetabular shell was loose so the pt was revised. The primary femoral stem remained implanted."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hosp policy. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.